Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support but alarm recurred, so customer reverted to multiple daily injections and technical support arranged pump replacement despite pump being out of warranty.